Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed by service. This condition was caused by faulty air-in-line printed circuit board. The pump head module was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. Additional investigation is being conducted through mdq-CAPA (B)(4). This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative contacted baxter to report failure code 810:03. It is unknown if failure code occurred during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.